Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture. The loss of capture did not result in asystole greater than 2 seconds. An x-ray was performed which confirmed that the lead was fractured. The lv lead was explanted and replaced. No additional adverse patient effects were reported.